Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and did not duplicate the reported issue. The ventilator passed all self-testing.

Event description:
The customer reported that due to a malfunction of the ventilator, the patient was placed on a second ventilator. The patient was not harmed as a result of the event.